Event description:
The customer reported tidal volume issue. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date rec'd by MFR: 09sep2019. The manufacturer's field service engineer (fse) could not confirm the reported issue. Fse performed several flow and pressure tests and several (extended self-test) ests without a failure. The customer decided to remove the unit from service due to reporting three previous reports of same issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sep2019.

Event description:
The customer reported tidal volume issue. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.